Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a hrm task that did not grant motor power in reasonable time. Customer's blood glucose value was unknown. Customer was assisted with clearing the alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer reports they were able to clear the alarm. The customer states they are able to rewind the insulin pump. The customer reported that they performed displacement test and it failed. The customer received the alarm twice. The customer reported that the insulin pump started vibrating and noticed the screen was flashing and it went off. The customer reported that the insulin pump turned on and was working normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 82 alarm, device test failed alarm or blank display noted during testing. (B)(4).